Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (essure removed by hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, menorrhagia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: she had received treatment for pain, bleeding, nickel allergy, vaginal discharge and hair loss diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: case was upgraded from other event to incident. Event injury nos replaced with pelvic pain, abdominal pain, back pain, menorrhagia, nickel allergy, vaginal discharge and hair loss. Patient demographic details, reporter and product information was added. Lab data added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.